Manufacturer narrative:
The device system will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. An infection was identified during explant/post-explant. Endocarditis was also reported. The system was explanted. There were no additional adverse effects reported.